Event description:
The customer reported a leak when using the unicel® dxh 800 coulter® cellular analysis system. The leak was described as about 0.5 ml of clear fluid and was contained within the instrument. The leak was identified while the customer was investigating issues with the latron control. The operators were wearing personal protective equipment of gloves and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found tubing had disconnected from bottom of the flow cell. The fse replaced tubing to the bottom of the flow cell and performed mtm (multi-transducer module) alignments and latron gain calibrations to improve latron control results. (B)(4).